Manufacturer narrative:
D4: primary unique device identification (UDI) number: (B)(4). Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by our edwards lifesciences japanese affiliate, that during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve, a cardiac tamponade occurred during valve deployment. A s3ur valve was implanted with +1cc inflation volume. During transesophageal echocardiogram assessment, blood pressure dropped and a cardiac tamponade was diagnosed. A limited thoracotomy with pericardial incision and drainage was performed; percutaneous cardiopulmonary support (pcps) was not utilized. The bleeding source could not be identified, but fluoroscopy suggested bleeding from the right coronary cusp (rcc) side. Blood pressure recovered after drainage and hemostasis was achieved, the pericardial drain was left in place, the chest was closed, and the patient was discharged from the operating room. No device problems were reported. No bleeding was seen on the computed tomography (CT) scan performed immediately after leaving the operating room. The perceived root cause was noted that cardiac tamponade occurred due to annular injury caused by valve implantation. The patient outcome is unknown upon initial report. Per follow-up investigation, the patient was extubated approximately one week post-procedure and has shown steady improvement in overall condition. The patient remains hospitalized and continues to undergo rehabilitation.